Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("abnormal essure out of right fallopian tube in broad ligament"), pregnancy with contraceptive device ("pregnant with essure micro-insert/ pregnancy (no complications),") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2015. The patient's past medical history included caesarean section (motor vehicle accident) on (B)(6) 2016, sinus disorder, sore throat, tooth pain, nasal congestion, multigravida, parity 4 and back surgery (rods in back). Concurrent conditions included shoulder pain, tenderness, hives, rash, tobacco user, anxiety, depression, chronic calculous cholecystitis, motor vehicle accident, carpal tunnel syndrome, back pain (not recovered prior to essure) and pre-eclampsia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced dermatitis ("dermatitis"). On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain") and abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ciprofloxacin, surgery (partial hysterectomy and tubal ligation & tied remaining fallopian tube) and surgery (emergent low transverse mean cesarean section). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, headache, vaginal haemorrhage and menorrhagia outcome was unknown, the pregnancy with contraceptive device, urinary tract infection, dermatitis, migraine, back pain and dyspareunia had resolved and the genital haemorrhage, dysmenorrhoea and abdominal pain lower was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3657g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent emergency partial hysterectomy and tubal ligation. Here is clot seen within the amniotic cavity. Removed due to severe, life threatning accident. There is clot seen within the amniotic cavity. There is no retro placental hematoma seen. Findings are consistent with intra-amniotic hemorrhage. Removal details: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received . Event cramping added and abdominal bleeding. Event outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("abnormal essure out of right fallopian tube in broad ligament"), pregnancy with contraceptive device ("pregnant with essure micro-insert/ pregnancy (no complications),") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2015. The patient's past medical history included caesarean section (motor vehicle accident) on (B)(6) 2016, sinus disorder, sore throat, tooth pain, nasal congestion, multigravida, parity 4 and back surgery (rods in back). Concurrent conditions included shoulder pain, tenderness, hives, rash, tobacco user, anxiety, depression, chronic cholecystitis, motor vehicle accident, carpal tunnel syndrome, back pain (not recovered prior to essure) and pre-eclampsia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dermatitis ("dermatitis"), migraine ("migraines"), headache ("headaches"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("pain during intercourse"). The patient was hospitalized from (B)(6) 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ciprofloxacin, surgery (hysterectomy (partial)) and surgery (emergent low transverse mean cesarean section). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, urinary tract infection, dermatitis, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the pregnancy with contraceptive device, genital haemorrhage, migraine, back pain, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3657g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter provided no causality assessment for device dislocation with essure. The reporter considered back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent emergency partial hysterectomy and tubal ligation. Here is clot seen within the amniotic cavity. Removed due to severe, life threatening accident. There is clot seen within the amniotic cavity. There is no retro placental hematoma seen. Findings are consistent with intra-amniotic hemorrhage. Removal details: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Reporters added, concurrent condition, medical history added. Event added per mr: abnormal essure out of right fallopian tube in broad ligament. Pregnancy outcome added: patient delivered infant live born infant, size of (8 lbs., and 1 oz). On 27-feb-2018: plaintiff fact sheet received. Events added per pfs: vaginal haemorrhage, menorrhagia, urinary tract infection, dermatitis, migraine, headache. Fu 2 and 3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("sever abdominal pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2015. The patient's past medical history included caesarean section (motor vehicle accident) on (B)(6) 2016. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (underwent a procedure to remove her remaining essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent emergency partial hysterectomy and tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.